Manufacturer narrative:
Other applicable components are: product ID 3889 lot# unknown serial# implanted: (B)(6)2017 explanted: product type lead. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via an advanced evaluation trial patient regarding an external neurostimulator (ens). Patient couldn't sleep last night because of the antibiotic they took and the pain from their incision site. Two days later, patient was still sore from the incision and they are taking pain medication for pain. They were changed to program 1 to see if that helps with their symptoms and pain. On (B)(6), patient said during follow up their lead snapped so everything was removed; they are moving forward with implant surgery on (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) (hcp): follow-up with the patient's healthcare provider (hcp) determined that the cause of the broken lead was not known and also confirmed that the antibiotics were prescribed prophylactically. No additional information was reported or is available at the time of this report. There were no further complication reported or anticipated.